Event description:
It was reported that the system displayed a cine disk not available error message upon boot up. This error could prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer cancelled the service call. No additional service info was provided.